Event description:
It was reported the asymptomatic patient presented in the operating room for an elective surgery. Upon interrogation, the patient's pacemaker exhibited backup vvi operation. A device download was performed, and the issue was resolved.

Manufacturer narrative:
(B)(4).